Event description:
It was reported with two returned devices that the surgeon "tried to fire [the device] and could not. Also when [firing] the clip applier, clips were mangled coming out of the device." The clips were crossed. The clips were removed and replaced with new ones from another device that was used to complete the procedure. There was no pt injury, and the case was not delayed. Both device were used during the case, but it was unclear whether each device both would not fire and produced crossed clips. This report is for the first device. See MFR report #2134070-2013-00012.

Manufacturer narrative:
Final device investigation found that the gap between the clip retainer and the device was too large. The trigger operated at the proper speed and tension, but each time the next clip fired past the retainer and out of the jaws unformed. The clips were ejected from the jaws before they could be properly pinched. The jaws were in proper alignment. The device history record was reviewed and no discrepancies were noted. As each device is visually and functionally tested prior to being released, no conclusion could be made as to what might have caused the event.